Event description:
Right hip-revision due to pain, high cobalt levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary conclusion and justification status: the complaint states right hip-revision due to pain, high cobalt levels. A review of manufacturing records was not required per (B)(4). A review of complaint databases did not identify any anomalies. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Right hip-revision due to pain, high cobalt levels. Doi (B)(4) 2008. Dor (B)(4) 2012 examination of the reported devices was not possible as they were not returned. Review of applicable device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Doi: (B)(4) 2008; dor: (B)(4) 2012; right hip update (B)(4) 2018. Pinnacle spreadsheet received. Updated lot number for the corail stem and added manufacture date as well as updated affected side. This complaint was updated on (B)(4) 2018.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of applicable device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.